Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d4, d8, d9, e4, g1, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unable to view the images is due to plug unit deformed olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was unable to view the images. There were no reports of patient harm.